Manufacturer narrative:
(B)(4)

Event description:
Per the clinic, the electrode array was found to have migrated into the external auditory canal, leading to the decision to explant the device.the device was explanted (B)(6), 2012, and the patient was reimplanted with a new device during the same surgery.

Manufacturer narrative:
This report is filed june 19, 2012.